Event description:
On (B)(6) 2026, a patient underwent thrombectomy and atherectomy procedure using the rotarex catheter. Prior to the procedure, when flushed with saline, no fluid entered the collection bag tubing. The catheter produced activation noise, but the catheter head did not rotate despite multiple connection and activation attempts. The procedure was completed using another catheter. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigational summary: a physical sample was returned for evaluation and physical investigation was performed for the catheter. During physical investigation a catheter was received. The helix was found broken in the handle window. Therefore, the investigation is confirmed for the reported helix break issue. A clear root cause could not be identified but a damaged catheter represents a known inherent risk. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.